Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings, priming anomaly, battery out limit, excessive no delivery alarms, auto off alarm, missed bolus reminder alert and low reservoir alarm. The customer's blood glucose reading was 427 mg/dl. The customer treated with 15 units of shots. The customer stated that she tried to get the reservoir back in the pump but cannot get the reservoir and piston down. The customer stated that the pump did not alarm after no delivery. The product was not returned for analysis.